Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Out of range measurements were reproduced when the patient reached their left arm toward the right hip. Multiple cine images were taken to assess the integrity of the lead. No anomalies were noted and all other lead diagnostics were noted to be stable and acceptable. An in clinic follow up was planned for a date in the future. In addition, a defibrillation threshold (dft) test was performed and was successful. All lead measurements were within normal range. No additional adverse patient effects were reported. This product remains implanted and in service.